Event description:
A peritoneal dialysis (pd) patient reported that he was visiting his physician as he had an infection in his peritoneum due to poor cleanliness. During follow up the patient's pd nurse reported the patient had an episode of touch contamination peritonitis diagnosed (B)(6) 2015. It was due to cleanliness issues of his pd treatment location and poor technique. His pd effluent culture showed growth of staphylococcus aureus. He was treated with vancomycin and was determined to have cleared the infection by (B)(6) 2015. He was not hospitalized at any time for this event. Medical records have been requested.

Manufacturer narrative:
A follow-up MDR will be submitted following review by the post market clinical department and manufacturing plant.